Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery test. No motor error alarm was noted. The motor passed motor test. The pump was received with scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.

Event description:
The customer reported via phone call of low blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 55 mg/dl. The customer stated that the motor error occurred during bolus delivery. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer stated that he was able to rewind the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.